Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed there was a leak from the complete blood count (cbc) lyse restrictor tubing through fitting (ff) 82 [at valve vl3]. The fse replaced the tubing resolving the leak and high wbc and hgb results on controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an unknown amount of contained fluid leaked in the back of a coulter lh 780 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. However, the white blood cell (wbc) and hemoglobin (hgb) parameters shifted high on controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.